Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>unk ? Was the drain broken into two or more pieces?=>yes ? Was the broken drain removed completely from the patient?=>the drain broke ourside the patient. ? Were any pieces left inside the patient?=>no ? If yes, was the patient taken back to the operating room to remove the broken drain surgically?=>na ? If not already removed, are there any plans in place to remove the drain from the patient?=>na no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date a drain was broken. When the product was opened, it was found that the drain had been broken. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.